Event description:
The hcp was unable to access and fill the pump. The event severity was reported as mild. An x-ray was performed on (B)(6) 2011 and revealed a flipped pump. An x-ray was performed on (B)(6) 2011 and revealed a catheter kink at the l4 level. On (B)(6) 2011, the pt underwent a surgical repositioning surgery. The pt outcome was resolved without sequelae. Baclofen 2000mcg ml was infused at a daily dose of 324.5 mcg. It was further reported the pt experienced severe depression "caused by use of baclofen pills in order to prevent baclofen withdrawal while waiting to schedule surgery to replace or repair kinked catheter". The event severity was reported as severe. No action was taken regarding the depression symptom; the outcome was reported as ongoing event.

Manufacturer narrative:
(B)(4).